Event description:
It was reported that the patient underwent a spinal posterior cervical fusion surgery c3-c6 on (B)(6) 2007 using rhbmp-2/acs. The patient's post-operative period was reportedly marked by increasingly severe neck pain as well as increasing difficulty and discomfort with swallowing and speaking. The patient was diagnosed with a squamous cell carcinoma node on his vocal cord. A CT study conducted on (B)(6) 2010 reportedly indicated that the patient continues to experience neck pain, hardening and overgrowth of the bone joints along with looseness in the c6 spine vertebrae. Plaintiff continues to experience neck pain along with difficulty speaking and swallowing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2007: patient underwent microscopic laryngoscopy with left true vocal cord biopsies. On (B)(6) 2007: patient presented with pre-op diagnosis as left vocal cord cancer. For which, patient underwent laryngofissure with excision of left true vocal cord cancer with tracheostomy. On (B)(6) 2007: patient underwent CT of cervical spine without contrast. Impression: multilevel degenerative change, description is similar to recent MRI scan. Of note is that there is complete opacification right sphenoid air cell, with some bony osteitis. On (B)(6) 2007: patient presented with pre-op diagnoses as right forehead mass, roughly 1. 5 x 2 cm in diameter. For which, patient underwent right superficial forehead mass resection. Post-op diagnosis was likely subcutaneous lipoma. Patient tolerated the procedure well with no complications reported. Patient also presented with pre-op diagnosis of cervical myelopathy. For which patient underwent, c3-c6 decompression and fusion with c3-c4, c5-c6 lateral mass screws, bilateral decompression with microscopic decompression. Intra-op x-rays identified good placement of the hardware. Per op notes, complete decompression was done from c3 to c6. Bone, as well as bone morphogenic protein was inserted laterally. Sterile dressings were applied. Patient tolerated the procedure well with no complications reported. On (B)(6) 2007: patient underwent CT of cervical spine post-op for evaluation of interval change. Impression: no abnormality of alignment or position following cervical spine fusion, the straightening of the cervical spine noted previously is no longer present, with some lordosis now achieved. There was no evidence of bony central canal narrowing. There is little change in appearance of the narrowed disc space. On (B)(6) 2007: patient underwent CT of cervical spine due to indication of posterior decompression and fusion with increased bilateral upper extremity weakness. Impression: c2-3 through c5-6 posterior decompression and fusion. The patient's surgical drain has been removed. A fluid collection was present within the dorsal soft tissues of the posterior decompression. Evaluation for spinal canal compromise is limited. No evidence of instrumentation, loosening or failure. On (B)(6) 2008: patient had pre-op diagnosis as abnormal distorted airway status post excision of laryngeal cancer reconstruction. For which, patient underwent standby intubation. Intra-op, patient underwent somatosensory monitoring. Impression: ulnar somatosensory evoked potentials were normal at baseline and throughout the surgical procedure. Tibial somatosensory evoked potentials were poorly performed at baseline and were deemed unmonitorable. Patient tolerated the procedure well with no complications reported. On (B)(6) 2008: patient presented for an office visit for wound evaluation and labs. Impression: resolving skin infection. Diagnoses: cervical myelopathy. On (B)(6) 2008: patient presented for a follow up visit with complaint of some stabbing pain in his right leg. Impression: cervical wound dehiscence. On (B)(6) 2008: patient presented for a follow up visit for evaluation of his voice. On (B)(6) 2008: patient presented for an office visit due to vocal cord dysfunction. On (B)(6) 2008: patient presented for a follow up visit with complaint of neck pain. Diagnosis: cervical myelopathy. On (B)(6) 2008: patient presented for a follow up visit with complaint of hoarseness. On (B)(6) 2008: patient presented with pre-op diagnosis as left vocal cord paralysis. For which, patient underwent direct laryngoscopy, left vocal cord injection. On (B)(6) 2008: patient presented for an office visit with complaint of hoarseness. Diagnoses: laryngeal cancer and unspecified paralysis of vocal cords or larynx. On (B)(6) 2008: patient presented for an office visit due to continued hoarseness and a more persistent cough, "nos." Diagnoses: laryngeal cancer and unspecified paralysis of vocal cords or larynx. On (B)(6) 2009: patient presented with following pre-op diagnosis: left true vocal cord paralysis status post hemilaryngectomy, squamous cell carcinoma, and attempted reconstruction. For which, patient underwent direct laryngoscopy with cymetra injection of neo left true vocal cord. Patient tolerated the procedure well with no complications reported. On (B)(6) 2009: patient presented for a post-op exam. Diagnoses: unspecified paralysis of vocal cords or larynx. On (B)(6) 2009: patient presented with pre-op diagnosis as hoarseness for which, patient underwent left true vocal cord thyroplasty. Boston medical thyroplasty implant was used. Patient tolerated the procedure well with no complications reported. On (B)(6) 2009: patient underwent CT of neck due to indication of vocal chord paralysis. Impression: patient apparently has undergone left true cordectomy with cord reconstruction and left thyroplasty with some type of strut graft placement across the left ala of the thyroid cartilage. Soft tissue bulkiness in the region of posterior commissure on the left side. Generalized soft tissue thickening laterally approximating the anterior commissure and extending to the subglottic region. The symmetry suggests postoperative changes and/or edema. Consider direct visualization for further assessment. Sphenoid sinusitis. Posterior spinal fusion c3 through c6. On (B)(6) 2009: patient underwent CT of head due to right upper extremity and left lower extremity weakness. Impression: no evidence of intracranial hemorrhage, mass lesion or acute infarct. There is complete opacification of the right sphenoid sinus, unchanged from the prior exam of (B)(6) 2007. Mild mucosal thickening in the left maxillary sinus. On (B)(6) 2009: patient presented for an office visit with complaint of vocal cord dysfunction. Diagnoses: unspecified paralysis of vocal cords or larynx; personal history of malignant neoplasm of larynx. On (B)(6) 2010: patient presented for an office visit with complaint of paralysis. Diagnoses: laryngeal cancer; cervical myelopathy. On (B)(6) 2010: patient underwent CT of head due to right sided weakness. Conclusion: normal brain. Right sphenoid sinus disease, chronic. Patient also underwent MRI of cervical spine. Conclusion: postoperative decompression and fusion c3-c6. Cervical spondylosis and mild loss of normal cervical lordosis. Broad-based disc protrusion at c6-c7 and posterior element hypertrophic changes result in mild central canal narrowing at c6-c7. Allowed for susceptibility artifact no definite new high-grade canal or foraminal stenoses. Patient also underwent MRI of head due to right sided weakness. Conclusion: mild generalized cerebral and cerebellar atrophy. Nonspecific bihemispheric deep white matter foci of t2 signal abnormality. Consider chronic microvascular disease or non specific gliosis. No evidence for mass effect or intracranial hemorrhage. Paraspinal sinus inflammatory changes. On (B)(6) 2010: patient presented for a revisit status post cervical spinal fusion. Patient had right triceps weakness in his right triceps reflex, c7 weakness on the right, diminished right c7 sensation. On (B)(6) 2010: patient underwent CT of cervical spine without contrast. Conclusion: solid c3 through c6 posterior fusion. Varying degrees of ankylosis of the c3-c4 through c5-c6 opposing endplates. Decompressed spinal canal from c3-c4 through c6-c7. No spinal canal stenosis. Partially regrown c6 hemilaminotomies with small pseudoarthroses within the lamina. Moderate to severe left c4-c5 neural foraminal stenosis. No other high-grade neural foraminal stenosis. On (B)(6) 2010: patient presented for a revisit status post cervical spinal fusion. Diagnoses: status post cervical spinal fusion; cervical myelopathy. On (B)(6) 2010: patient presented for a follow-up visit and for test results. Diagnoses: neck pain, constipation. On (B)(6) 2010: patient presented for a follow up visit with complaint of neck pain and had injection fro occipital nerve blocks under ultrasound. On (B)(6) 2010: patient presented for an office visit with complaint of vocal cord dysfunction. On (B)(6) 2010: patient presented for an office visit for pain management. Assessment: chronic neck pain. Vocal cord carcinoma status post cordectomy and radiation therapy. Screening for cholesterol. Status post cervical fusion. Depression. On (B)(6) 2011: patient presented for a follow up visit for immunizations and for neck pain. Diagnoses: cervicalgia; vaccine for "dtp"; status post cervical spinal fusion; neck pain; depression; abnormal laboratory test. On (B)(6) 2011: patient presented for a follow up visit for routine tumor surveillance. Diagnoses: laryngeal cancer. On (B)(6) 2011: patient presented for an office visit with complaint of tingling and numbness in both upper and lower extremities. Symptoms of weakness on the right side. Assessment: neurologic complaints. On (B)(6) 2011: patient underwent CT of head without contrast. Conclusion: scalp hematoma without evidence of acute intracranial or bony injury. Mild global atrophy. Persistent opacification of the right sphenoid sinus. Patient also underwent CT of cervical spine due to trauma. Conclusion: degenerative changes and postoperative changes without evidence of acute bony injury. Patient also underwent x-ray of shoulder. Conclusion: no evidence of acute bony injury. On (B)(6) 2011: patient underwent removal of sutures. Assessment: area clean, dry and intact with no signs of infection. On (B)(6) 2011: patient presented for an office visit with complaint of soreness and evaluation of lesion posterior left inner cheek. On (B)(6) 2011: patient presented for an office visit with complaint of inflammation, mouth. Diagnoses: dental abscess. On (B)(6) 2011: patient presented for an office visit with complaint of pain in foot. Diagnoses: plantar fascial fibromatosis; laryngeal cancer, chronic neck pain; erectile dysfunction. On (B)(6) 2012: patient presented for an office visit with concerns of coughing but no shortness of breath, arthritis, itching, scalp, eye dryness. Diagnoses: chronic pain; screening cholesterol level; screening for diabetes mellitus; rash and nonspecific skin eruption; sleep disturbance. On (B)(6) 2012: patient presented for an office visit with complaint of pain in foot. Diagnoses: fibular fracture; ankle injury. On (B)(6) 2012: patient underwent prostate exam. Diagnosis: urinary urgency; fibula fracture; screening for prostate cancer; schizoaffective disorder, unspecified condition; laryngeal cancer. On (B)(6) 2012: patient presented for a routine follow-up visit. Assessment: no evidence of disease but distorted airway. On (B)(6) 2012: patient presented with complaint of dizziness. Diagnoses: vertigo; laryngeal carcinoma. On (B)(6) 2013: patient underwent CT of cervical spine. Impression: no acute cervical spine fractures. Intact lower cervical fusion hardware. On (B)(6) 2013: patient presented with complaint of right hip pain. Diagnosis: hip pain, right. Subchondral cyst. Patient also underwent x-ray of pelvis and bilateral hips due to right hip pain. Findings: no fracture or dislocation was identified. Subchondral cyst was present involving the superior aspect of the left femoral head. No evidence of subchondral collapse. Joint spaces of the bilateral hips were maintained. On (B)(6) 2013: patient presented with complaint of hip pain. Diagnoses: hip pain. On (B)(6) 2013: patient presented with complaint of cyst and neck pain. Diagnoses: posterior neck pain; lateral epicondylitis of elbow. On (B)(6) 2013: patient presented with complaint of neck pain after having a fall. Diagnosis: neck pain, previous cervical spine surgery. Patient underwent CT of cervical spine. Conclusions: obliquely and vertically oriented fractures to the posterior elements and transverse foramina at c2 bilaterally extending into the left posterior inferior c2 vertebral body where there is a mildly moderately displaced curvilinear bone fragment extending partially into the left ventrolateral canal and foramen resulting in some degree of narrowing of the structures. Fracture lines extend through both transverse foramina to the right lateral mass up to the articular surface at the c1-c2 articulation. Circumferential high attenuation within the canal at the c2 level extends slightly cephalad and caudally concerning for epidural hemorrhage. No gross high-grade canal narrowing at this level. Stable degenerative edges without definite additional acute fracture. Probable prior post therapeutic changes for left vocal cord paralysis. Patient also underwent CT angiogram with contrast. Conclusion: fractures of the c2 posterior elements extending to the transverse foramina bilaterally and posterior lateral inferior aspect of the c2 vertebral body and the right lateral mass. Right vertebral artery is only mildly narrowed as it extends through the right c2 transverse foramen/fracture area. Irregular lucency involving the posterior left mandible associated with the roots of several teeth. There are multiple associated dental caries. No definite fluid collections to suggest soft tissue abscess. Mild atheromatous disease at the carotid bulbs without high grade narrowing by "nascet" criteria. Patient also underwent x-ray of chest. Findings: negative chest. On (B)(6) 2013: patient complained of neck pain after having c2 fracture after apparently falling backwards. Diagnosis: c2 cervical fracture; fall; cervical myelopathy. Patient also underwent CT of head. Conclusion: no evidence of intracranial hemorrhage, mass lesion or acute infarct. On (B)(6) 2013: patient underwent CT of head without contrast. Conclusion: stable appearance. There was no obvious etiology for the patient's decrease level of consciousness. Patient underwent x-ray of cervical spine. Findings: posterior fusion hardware. Fracture involving the c2 pedicles. The fracture extends anteriorly involving the c2 body. Stable 3 mm anterolisthesis of c2 on c3. Advanced disc degenerative changes from c3-c6. C7 was obscured by overlapping shadows. Prevertebral soft tissue swelling in the upper cervical spine. Patient also underwent x-ray of chest due to fever. Findings: airspace opacity in the right middle lobe likely representing an early pneumonia. The lung volumes are small which caused crowding of bronchovascular markings, particularly at the lung bases. Normal heart size. No pulmonary vascular congestion. On (B)(6) 2013: patient underwent ultrasound of lower extremity bilateral. Conclusion: exam was negative for "dvt." Patient also underwent CT of head without contrast. Conclusion: no interval changes. Mild nonspecific supratentorial white matter hypodensity. Chronic small vessel ischemic change is presumed. No mass, hemorrhage, midline shift or stroke. On (B)(6) 2013: patient presented with pre-op diagnosis as: atypical hangman's fracture, c2 vertebral body fracture with instability. For which, patient underwent following procedures: open anterior reduction, c2 vertebral body fracture. Anterior cervical diskectomy and fusion c2-c3 fro c2 vertebral body fractures with instability. Anterior plating c2-c3. Anterior arthrodesis c2-c3. Application and removal of gardner-wells cranial tongs. Use of spinal cord monitoring. Patient tolerated the procedure well with no complications reported. On (B)(6) 2013: patient was seen in follow-up. Patient underwent CT of cervical spine without contrast. Conclusion: normal immediate postoperative appearance after a c2-c3 anterior cervical discectomy and fusion for treatment of a c2 hangman fracture. Solid c3 through c6 360 degree fusion. Mild to moderate c6-c7 transitional changes. No high grade spinal canal or neural foraminal stenosis. Post surgical change from a left cordectomy and thyroplasty. Patient also underwent x-ray of cervical spine due to neck pain. Findings: postoperative changes of an anterior cervical discectomy and fusion from c2 to c3 with interbody bone graft. Status post c3 through c7 posterior fusion. On (B)(6) 2013: patient got discharged. On (B)(6) 2013: patient presented for medication refill. Diagnosis: post-op pain. Issue of repeat prescriptions. On (B)(6) 2013: patient presented with complaint of right sided weakness and slurred speech. Diagnosis: "tia"; anemia. Patient also underwent CT of head without contrast. Impression: no finding to suggest acute infarct, hemorrhage, or mass. Mild presumed sequel of chronic microvascular ischemic change. Complete opacification of the right sphenoid sinus. Sclerosis and thickening of the right sphenoid sinus wall consistent with chronic sequela of inflammatory change. Patient also underwent MRI of head with and without contrast. No evidence of acute or subacute infarction. No evidence of intracranial mass, mass effect or hemorrhage. Minimal to mild chronic small vessel ischemic and degenerative changes. Complete opacification of right sphenoid sinus. On (B)(6) 2013: patient got discharged with discharge diagnosis as somnolence due to excessive narcotics use; schizoaffective disorder; chronic pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2014: patient presented for office visit with chronic cough and had recent cervical fracture. Assessment: gastroesophageal reflux disease exacerbated by post nasal drip. On (B)(6) 2014: patient presented for office visit with neck pain. Patient had a (B)(6) test. Assessment: cervicalgia, acne, history of (B)(6). On (B)(6) 2014: patient presented for office visit with left hip pain. Assessment: left hip pain, most likely from degenerative arthritis as patient has more pain and stiffness. On (B)(6) 2014: patient presented for office visit with anterior left thigh pain. Patient underwent x-rays bilateral hips. Findings: no fracture or dislocation identified. Subchondral cyst is present involving superior aspect of left femoral head. No evidence of subchondral collapse. Joint spaces of the bilateral hips are maintained. Assessment: left hip pain, ¿hcm¿. On (B)(6) 2015: patient presented for office visit. Patient underwent the following procedure: colorectal cancer screening, colonoscopy. Impression: procedure aborted due to poor bowel prep. Stool in rectum and in sigmoid colon. On (B)(6) 2015: patient presented with left hip pain. Assessment: left hip pain. Acne: nodular lesions seen. On (B)(6) 2015: patient presented for evaluation of bilateral hip pain. Review of x-ray showed normal hip alignment, no fractures, mild arthritis. Assessment: bilateral hip pain. Degenerative joint disease. On (B)(6) 2015: patient presented with acne on chest and back. Assessment: moderate-severe cystic acne primarily on chest and back. On (B)(6) 2015: patient presented with problem of snoring and chronic neck pain. Assessment: snoring, chronic neck pain and left leg pain. On (B)(6) 2015: patient presented with bilateral hip pain, snoring problem. Assessment: bilateral hip pain, snoring, laryngeal cancer. On (B)(6) 2015: patient presented for office visit. Patient underwent screening for colorectal malignant neoplasm. Impression: non-bleeding internal hemorrhoids. Normal on direct and retroflexion views. On (B)(6) 2015: patient presented for office visit. Patient underwent x-ray of right hip. Findings: minimal spurring. No fracture or dislocation.

Event description:
It was reported that on (B)(6) 2007: as per billing records, patient underwent x-ray of chest. On (B)(6) 2007, patient presented for office visit. Patient underwent ultrasound and fluoro guided fluid aspiration lower neck. Patient underwent MRI of cervical spine due to spinal stenosis. Impression: post-op fluid collection. It demonstrates mass effect on the cord from c3-4 through c5-6; the mass effect on the cord at c3-4 and c4-5 is less pronounced than on the pre-operative study. Furthermore, the abnormal cord signal in this area has resolved; the mass effect on the cord at c5-6 has progresses. No abnormal cord signal in this area. On (B)(6) 2007, patient presented for office visit and reported being depressed. Patient underwent MRI of cervical spine. Impression: status post multilevel cervical laminectomy procedure. The fluid collection occupying the laminectomy bed and bulging into the central spinal canal appears unchanged from (B)(6) 2007; ill-defined zones of non-enhancing t2 signal change within the central cord parenchyma in the upper cervical region appear unchanged from (B)(6) 2007, and likely unchanged from pre-operative exam of (B)(6) 2007; prominent posterior interbody ringing and bulging mildly indent the ventral surface of the cord at c3-4 and c4-5, unchanged; no new intraspinal fluid collections are identified. No new abnormal gadolinium enhancement identified. On (B)(6) 2007, patient reported weakness and difficulty in walking. On (B)(6) 2008, patient underwent MRI of cervical spine with and without IV contrast. Impression: redemonstrated is a fluid collection filling the laminectomy bed from c2-3 down to c6-7 with further anterior bowing into the spinal canal and increased mass effect on the spinal cord with relatively severe spinal cord compression from c3-6. This has increased from (B)(6) 2007; redemonstrated is t2 hyperintensity in the cervical spinal cord; post-op fluid collection more posteriorly in the subcutaneous fat extending out to the overlying skin surface at the c7 level is similar-slightly decreased; note that the fluid collection may or any not be superinfected. On (B)(6) 2008, patient presented for office visit with complaint of sci, central cord syndrome with quadriparesis. Patient underwent MRI of cervical spine, for follow-up on fluid collection. Impression: interval placement of percutaneous drainage catheter with decreased volume of the peripherally enhancing fluid in the laminectomy defect extending from c2 to c5. Decrease in the fluid collection in the posterior subcutaneous soft tissues at the level of the cervicothoracic junction. Resolution of the posterior cerebrospinal fluid space effacement and spinal cord compression at c3 through c6. Normal cerebrospinal fluid spaces completely surround the cervical spinal chord. No significant change in the spinal cord nonenhancing t2 signals abnormality. Cervical spondylosis. Ventral thecal sac effacement by disc bulge osteophyte complexes at c4-5 and c3-4 not significantly changed. On (B)(6) 2008, patient presented for follow-up visit. On (B)(6) 2008, patient underwent MRI of cervical spine, for follow-up on fluid collection. Impression: peripherally enhancing fluid collection extending from the posterior epidural space at c3-4 to the left posterior neck, subcutaneous tissue is again noted. Drain has been removed in the interval. Slight cord hyper intensity, unchanged. Similar appearance of degenerative changes, fusion and posterior laminectomy. On (B)(6) 2008, patient underwent MRI of cervical spine. Impression: the previously identified fluid collection within the cervical bed is no longer identified consistent with history of wound debridement. Improved patency of the cervical spinal canal secondary to diminished soft tissue edema. No new neural foraminal stenosis, subtle focus on t2 prolongation within the cord at the c5 level. T2 signal within the cord is slightly less pronounced. On (B)(6) 2008, patient was admitted with complaint of dysphonia. On (B)(6) 2010: patient presented for outpatient physical therapy evaluation. On (B)(6) 2011: patient fell down and reported pain in the back of his head. On (B)(6) 2012: patient presented for an office visit and reported neck pain, post fall and that his foot dragged since surgery. On (B)(6) 2012: patient presented for follow-up for foot fracture. On (B)(6) 2012: patient underwent x-ray, left ankle, 3 views. Findings: frames taken through cast material demonstrate mildly displaced acute fractures of the lateral malleolus. Slight posterior displacement of the distal fracture fragments. Small plantar and achilles heel spurs. On (B)(6) 2012: patient underwent x-ray, left ankle, 3 views. Findings: healing fracture distal left fibula. Periosteal reaction noted between the distal tibia and fibula and lateral to the left fibula. Associated soft tissue swelling. Tibiotalar joint symmetric. On (B)(6) 2012: patient underwent x-ray, left ankle, 3 views. Finding: further interval healing of the non-displaced fracture of the distal fibula. Mild interval increase in the calcification of the talofibular syndesmosis. On (B)(6) 2012: patient presented with complaint of dizziness. Diagnoses: vertigo; laryngeal carcinoma. On (B)(6) 2012: patient presented with hip pain, primarily near groin and radiating to left buttock, dizziness and vertigo. On (B)(6) 2013: as per billing records, patient underwent CT scan of head. Patient had taken a fall and had laceration on head. Conclusion: no evidence of acute intracranial or bony injury. Mild global atrophy. Persistent right spheroid sinusitis. On (B)(6) 2013: as per billing records, patient underwent CT scan of head. On (B)(6) 2013: patient also underwent head CT. Impression: no mass hemorrhage midline shift or stroke. Stable burden of minimal non specific white matter t2 prolongation. Chronic opacification of the right sphenoid sinus. On (B)(6) 2015, patient presented in emergency department with right arm and bilateral leg weakness. Patient underwent head CT without contrast. Conclusion: somewhat prominent atrophy for the patient's age. No significant superimposed intracranial finding. On (B)(6) 2016: patient presented in emergency department with complaint of headache and light headedness. Patient reported bouts of alertness and falling asleep after a few minutes. Patient underwent CT of head. Conclusion: no acute intracranial abnormality; chronic total opacification of the right sphenoid sinus, with accompanying sinus wall thickening and sclerosis. Spiculated foci of mineralized extends into the peripheral margins of opacification, suspicious for fungal colonization.

Manufacturer narrative:
(B)(4) (dysphonia). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008: the patient was pre-operatively diagnosed with epidurial fluid collection and underwent wound exploration and microscopic dissection. On (B)(6) 2008: the patient underwent CT scan of the head without contrast due to seizure and fall. Findings: complete opacification of the right sphenoid sinus. Calvarium and skull base are otherwise remarkable. Normal ventricles. No definite evidence of acute ischemia, hemorrhage or mass. Small non specific focal low attenuation near the anterior tip of the anterior horn of the left lateral ventricle. On (B)(6) 2008: patient presented with pre-op diagnosis as dysphonia and left vocal cord paralysis. For which, patient underwent direct laryngoscopy, left vocal cord injection.